Manufacturer narrative:
(B)(4)- secondary surgery, (B)(4): lens turned white, (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order; (B)(4).

Event description:
The reporter stated a cq2015a collamer aspheric three piece lens was implanted on (B)(6)2009. Lens was removed on (B)(6)2010 due to lens turning white. The patient's vision was not very good. The incision was enlarged, the surgeon cut the lens to remove and no suture was required. A competitor's lens was implanted. Reporter stated the cause of the lens turning white was possibly due to the medications the patient is taking. The patient is a psych patient. Reporter did want to give any additional information due to the patient's privacy.